Event description:
It was reported that a loss of capture was observed on the right ventricular (rv) lead. The patient noted being symptomatic but only with activity. A history of high capture thresholds and low variation r-wave amplitude was also detected. In 2022 there was also an impedance issue.

Manufacturer narrative:
Voluntary medwatch mw5146379; mw5146380.